Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2008

Event description:
It was reported that the patient experienced chest pain and cardiac arrest which required resuscitation. A transmission observed the right ventricular (rv) lead with undersensing during ventricular fibrillation (vf) episodes possibly causing a delay in therapy. A lead integrity alert (lia) triggered for non-sustained ventricular tachycardia (nsvt) and sensing integrity counter (sic). The patient was hospitalized. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.